Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to update d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The b30 communication error could have been caused by one of the following; a failure of charge-coupled device (ccd) unit and/or a conduction failure of the scope connector internal circuit board due to moisture/water that invaded the device, damage of the ccd cable due to physical stress applied to the device, or a temporary failure of the ccd unit and/or internal scope connector circuit board by device handling (earth wire was not connected, insertion/removal of scope connector while powered on, dirt/fluid adhered to the scope connector contacts). Additionally, foreign material was found adhered to the light guide (lg) lens, however, the specific material could not be identified and the cause for why the material was remaining on the surface could not be specified. The event can be detected and prevented by following the instructions for use (IFU) which state: " operation manual: important information ¿ please read before use: warnings and cautions: - do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage may result. - turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Operation manual: important information ¿ please read before use: warnings and cautions: disappeared or frozen endoscopic image: - do not bend, hit, pull, or twist the insertion section, bending section, control section, universal cord, and endoscope connector. The endoscope may be damaged, and water leakage and/or breakage of internal parts like the image sensor cable can result. - before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction. - if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage." "Reprocessing manual: 1.4 warnings and cautions: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon evaluation of the returned device, it was observed that there was no image yielded by the device and a b30 scope communication error message was received. There was also presence of foreign material that could not be removed on the light guide (lg) lens. Other observations for the device are: no data transimission on the ID chip; distal end rubber coating (a-rubber) had a leak; distal end plastic cover had scratches; a-rubber adhesive had a chip; objective (ob) lens adhesive was cracked; forceps passage was catching; camera switches one to four were not working; bending section on passive side had a bite; insertion tube had multiple dents; lg tube had dents; and angulation was low. The user¿s complaint of a communication error received was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned this device for evaluation and repair for an unspecified communication error message received. There is no reported harm to any patient. There was no other information provided. Upon evaluation of the returned device, it was observed that there was no image yielded by the device and a b30 scope communication error message was received. There was also presence of foreign material that could not be removed on the light guide (lg) lens. This medwatch is being submitted for the reportable issues of no image yielded by the device with a b30 scope communication error message received and presence of foreign material on the lg lens as observed during device evaluation. Addendum oct 26, 2022: customer reported event took place during set up with no patient involvement. Reported issue was found in the inspection of the device. The device was not dropped nor came in contact with a hard surface or sharp corner. Intended procedure and details around the procedure are not known.